Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s battery was ¿dead¿ for several months. The implantable neurostimulator (ins) had not been charged in several months. The patient met with the manufacturer¿s representative on (B)(6) 2014 and the device was ¿jump-started¿ and the patient was able to charge. On (B)(6) 2014, the patient reported the recharger was getting hot and she was seeing a ¿call your doctor¿ and power-on reset (por) message on the recharger screen. The patient also stated that the ins was getting hot and hurting her. The patient stopped charging to let the battery cool down. The patient was unable to get the ins to turn back on yet. She was concerned about her skin getting hot. The patient also mentioned charging was causing the bone near her anus to feel pain. It was noted that the patient had an appointment with her hcp scheduled for (B)(6) 2014. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.